Event description:
While the neurosurgeon was removing the patient's evd catheter, part of the catheter broke off and was retained internally. The broken piece was not visible, and the neurosurgeon sutured the incision site. A CT scan was ordered and confirmed the retained catheter tip size and location. Manufacturer response for hermetic ventricular small catheter set, hermetic ventricular small catheter set (per site reporter) the catheter is the one used on the patient, it is white in color and is not impregnated. The size is 1.3 diameters. However, [redacted name] (rep) can¿t say for certain if one is firmer than the other. He stated that there have not been any changes to the polyurethane material catheter, and that there have not been any reports of them breaking. [Redacted name] had some additional questions regarding the drill size use for insertion and the physician¿s technique. Educator informed him that she would forward these questions to the executive medical team. [Redacted name] can be reached at [redacted phone number].